Event description:
It was reported that there were high thresholds and a presumed lead dislodgement. Later when the pocket was opened, it was noted that the lead was "folded". The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; proximal segment returned and analyzed.